Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original surgery took place on (B)(6) year unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; without a lot number, the device history record review and the investigation could not be completed, no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the initial surgery to apply reported screws to maxillary fracture took place on (B)(6). Removal surgery of plate and screws was on (B)(6) 2016. During the removal surgery, the surgeon found fibrous metal debris on the plate when he took the reported screws (quantity 2) off from the plate. No patient harm was reported. No surgical delay was reported. No damage/ malfunction with the plate. The metal debris is from the screw. All debris were removed. This complaint involves 2 parts. Concomitant device: 1x 04.112.518s / 9383571 (lcp med-dist-tibial pl 3.5 low bend r 8h). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Potential UDI numbers based upon possible lots numbers for the complainant device: lot: 9363938 ¿ (B)(4); lot: 9306319 ¿ (B)(4); lot: 9567690 ¿ invalid lot number for the provided complainant part number. (B)(6). Product investigation summary: the visual inspection of the returned screws has shown that the screw recess, as well as the screw thread, presents signs of use/wear; however, there are no signs of abnormalities or evidence of metal debris. Unfortunately, it is not clear which article/lot number combinations were used in the patient, nor was the involved plate returned for investigation. In the absence of all this information, the manufacturer is not able to provide a conclusive statement. No product related issues were found. Potential manufacturing dates based upon potential lot numbers: february 13, 2015 (lot: 9363938) or january 6, 2015 (lot: 9306319). Device history record review: a review of each of the potential lot numbers was conducted with results as follows: part 04.503.205.01s / lot 9363938: manufacturing location: (B)(4) - manufacturing date: february 13, 2015 - expiry date: february 1, 2025. No non-conformance reports (ncr) were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint was assessed as not related to sterilization. Therefore, a review of the device¿s non-sterile counterpart was conducted as well. Non-sterile lot: 7888161: manufacturing location: (B)(4) - manufacturing date: december 29, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 04.503.205.01s / lot 9306319: manufacturing location: (B)(4) - manufacturing date: january 6, 2015 - expiry date: december 1, 2024. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint was assessed as not related to sterilization. Therefore, a review of the device¿s non-sterile counterpart was conducted as well. Non-sterile lot: 7841116: manufacturing location: (B)(4) - manufacturing date: november 11, 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part 04.503.205.01s / lot 9567690: combination does not match. Invalid lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.